Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, minimum fill messages while going through the load process. Reportedly, initially the cartridge was filled with approximately 120 units of insulin. During the call with tandem technical support, the customer attempted to load a new cartridge with approximately 220 units of insulin and received another minimum fill message. The customer's blood glucose level was 220 mg/dl. It was confirmed that the customer has manual injections available as alternate insulin therapy.